Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 14aug2024, it was stated that the proposal for service was still pending and that the customer planned to repair the device themselves. In a gfe response from the asp received on 28aug2024, it was stated that the device was not under warranty, so the customer refused to pay for repair by philips. Philips is unable to confirm the final disposition of the device because of the customers refusal of service. No further work has been or will be performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital, reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a tidal volume issue. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) received on 09aug2024, it was stated that the tidal volume was showing to be 0. The issue was determined to be with the flow sensor assembly. The customer had been provided with a proposal for replacement but had not accepted it, so no parts had been replaced as of the time of the gfe response on 09aug2024. The asp stated that the device had not been returned to service and was suspended. This investigation is ongoing.